Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the flex circuit had failed. It was determined that this was indicative of immersion / sterilization procedures not being followed properly . The assignable root cause was determined to be due to component damage caused by misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during a laminectomy surgical procedure, it was observed that the motor device heated up - hand piece got too hot. There were no delays in the surgical procedure. An identical spare device was available for use; however, it had the same malfunction. The third identical spare device was used to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. It was reported that the patient was in stable condition. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.